Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint of the device failing to complete its self-test. However, the reported charging issue was not confirmed. The non-return valve assembly was replaced to resolve the device failing to complete its self-test. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.